Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The pump was visually inspected. Three separate delivery accuracy tests were performed. At least one test was outside the pump's delivery accuracy manufacturing specifications. The customer's stated problem regarding delivery accuracy was duplicated. The failure mode was determined to be inaccurate delivery. The root cause was determined to be unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system failed flow test. There was no reported patient involvement.